Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n643460004, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi and a manufacturer representative regarding a patient receiving intrathecal gabalon at an unknown dose and concentration via an implantable pump. The indication for use was paraplegia of lower limbs and other (myelitis). It was reported that the patient had a fever near 39 degrees. Liquid retention in the pocket on the back was observed. Infection of the pocket on the back was suspected at this point (as of (B)(6) 2018). Investigation into the liquid in the pocket was requested. If bacterial infection was identified, the catheter under the skin on the back would be removed. There was no causality noted with regards to the drug, catheter, pump, programmer, or surgical procedure. There was no past history/history of adverse reaction reported. There were no concomitant drug(s) and history reported. No further complications were reported. Additional information received from a foreign hcp via daiichi on (B)(6) 2020 indicated that due to signs of infection, reducing the dosage gradually was under consideration on (B)(6) 2020. However, it was the attending physician¿s assessment that the patient originally had signs of infection, and it was judged that the event was not due to intrathecal therapy, such as the impact of refilling. It was considered that there was no causal relationship with the intrathecal treatment. Additional information received from a foreign hcp via daiichi on (B)(6) 2020 indicated that retention with the suspicion of infection was confirmed in the back and at the implantation part of the pump in the middle of (B)(6) 2020. The causality was related to the catheter and pump. The dosage was reduced, and the pump/catheter were removed in ¿late (B)(6) 2020¿. The date of incidence of the pump/catheter infection was ¿the middle of (B)(6) 2020¿. The pump/catheter infection was different from the infection attributed to bacteria. The date of incidence of the bacterial infection was unknown. Depending on the result of the culture (which had not been obtained as of (B)(6) 2020), if the pump/catheter infection was not attributed to bacteria, it would be considered an allergic infection. From the surgical perspective, the infection was found in the back and the pocket site, so the causal relationship with the pump system could not be denied. Additional information received from a foreign hcp via daiichi on (B)(6) 2020 indicated that the patient experienced pain of the wound/fever beginning in (B)(6) 2018. The patient was aware of thermal pain and pain around the pump. The patient had a fever 3 times a month. On (B)(6) 2018, the wound was incised, and a culture was performed; there was no obvious infection after the procedure. The ¿wound trouble (space)¿ was temporarily relieved under local treatment, but the event recurred. In (B)(6) 2019, swelling of the wound on the back was observed. The wound was incised, and the infected granulation tissue was excised. Pus accumulated around the pump and the catheter. (B)(6) appeared in small quantities in the culture, and late infection was suspected. In (B)(6) 2019, wound dehiscence was observed, and the wound was stitched. A catheter x-ray study performed on (B)(6) 2020 revealed abnormal findings: swelling around the wound. After gradually reducing the dosage of baclofen, the pump and the catheter were wholly removed. The outcome was ¿remission¿ on (B)(6) 2020. The causality was not attributed to the drug. The causality was attributed to the pump and catheter. It was unknown if the causality was attributed to the surgical procedure. The classification of severity was ¿3 (serious)¿. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the customer discarded the device.